Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice (hc) device during drain. The patient was connected to the homechoice at the time of the alarm. The patient completed therapy with manual supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed. A batch review was conducted on lot number s14f20017 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.